Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error while changing battery. Customer's blood glucose was unknown mg/dl. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was discontinue use of the device and revert to a backup plan. The customer also reported via phone indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new aaa alkaline battery. Customer didn't receive failed battery test. The customer reported via phone call indicating that the insulin pump had off no power. Customer's blood glucose was 421 mg/dl. The customer blood glucose was corrected. The customer was advised that the device would be replaced. The customer was advised that they may continue to wear the device until replacement arrives if they insert a new battery.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to verify off no power alarm, failed battery test alarm, low battery alarm due to blank display. The motor passed motor test. The insulin pump was received with minor scratches on display window and cracked reservoir tube lip.